Manufacturer narrative:
Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two weeks following the implant of this transcatheter bioprosthetic valve, the patient presented with chest pain. Atrial fibrillation with a rapid ventricular rate and a non-st elevation myocardial infarction were noted. Assessment of the troponin level showed it was elevated. The diagnosis was an inferior wall myocardial infarction. A coronary angiogram was performed and showed the right and left coronary arteries were patent. An ejection fraction of 35% and lifestyle limiting chest pain were reported. Per the physician, the symptoms were believed to be due to a small aortic root with sinus sequestration and right coronary artery ischemia. The patient was scheduled for valve explant. At the scheduled explant, approximately three and a half months following valve implant, the physician found a clot in the coronary sinuses and felt the valve frame was close to the right coronary artery. The patient underwent a high-risk explant of the valve with an aortic root replacement. Subsequently, the patient died two days later. The cause of death was not reported.

Manufacturer narrative:
Additional information was received which clarified the patient developed angina two weeks following the transcatheter valve implant. Updated data: h6 annex e. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the myocardial infarction post the transcatheter valve implant in the patient holding area. Per the physician, the cause of death was bi-ventricular heart failure with thrombus in the right and left coronaries. As reported, the death was related to the transcatheter valve. Updated data: h6 patient annex e and method codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Atrial fibrillation is generally a result of known potential adverse effects per the device instructions for use (IFU), such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. With limited information available, a conclusive cause could not be determined. Myocardial infarction is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Due to the limited information available, a conclusive cause of the infarction could not be determined. The cause for reported elevated troponin level could not be determined with limited information and no images to review. Low ejection fraction can be caused by a variety of factors, including patient anatomy, or presence of pre-existing patient conditions but a conclusive cause could not be determined from the limited information available. Heart failure is known potential adverse effects per the device IFU. Unfortunately, a relationship of the reported congestive heart failure to the device or procedure could not be determined with the limited information available, though it is likely related to a patient condition, but a conclusive cause could not be determined from the limited information available. Per the physician, the symptoms were believed to be due to a small aortic root with sinus sequestration and right coronary artery ischemia. However, without image review and with limited information, a conclusive cause of reported adverse events could not be determined. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. With the limited information available, without any images to review, and valve not returned for analysis, an assignable root cause for the thrombus cannot be determined. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed. A conclusive assessment of the relationship between the event and the device could not be reached. As reported, the death was related to the transcatheter valve. However, without images to review and with limited information available, no conclusive assessment could be made regarding the relationship of the device to the patient death and no further action is recommended at this time. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.